Event description:
Boston scientific received information that the patient with this right atrial (ra) lead underwent an ablation procedure for atrial fibrillation (af). Upon fluoroscopy, this ra lead had dislodged. It was noted that the sensing and impedance measurements had changed the previous year. A revision procedure was performed. The physician attempted to retract the helix; however was unable to. A new lead was successfully implanted and this ra lead was explanted. It was noted that the tip of the lead had tissue. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was fully retracted when it was received and tissue entwined the helix. Blood was noted in the helix/helix housing and in the neck region. The lead passed all electrical testing.